Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient¿s ins was relocated on (B)(6) 2017 and followed up with the physician¿s assistant (pa) on (B)(6) 2017. The patient was feeling the stimulation in the vaginal area and was doing well.

Manufacturer narrative:
Other applicable components are product ID: 3093-28, lot# va0kmyd, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient had stimulation in the wrong location and uncomfortable stimulation; stating that they were getting very strong stimulation in their butt and below their hip and they've tried reprogramming their stimulation. However after reprogramming, only one program would work and on that one program, if they sat a certain way or laid down, the stimulation too strong. Furthermore, patient stated that they started losing a lot of weight and the implant has dropped because it was not secured and now they think the lead has possibly come out. No further complications were reported.